Event description:
It was reported that the device displayed a wrench on readiness indicator. Failure analysis revealed that the device was inoperable. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device. Physio evaluated the returned device and observed that the front panel led illuminate but then locks up and is inoperable. Further evaluation of the device determined that root cause for the device lockup was an ic chip, designator u1, on the digital pcb assembly.